Event description:
It was reported in the summons that the patient underwent a subsequent sacrocolpopexy procedure in (B)(6) 2010 and mesh was implanted. In (B)(6) 2010 the patient experienced infection and mesh exposure, thereafter she experienced pain and discomfort. It was reported that persistent erosion of the mesh through the anterior vaginal wall was observed in (B)(6) 2011 and the mesh appeared to have rolled up. The exposed mesh was subsequently trimmed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.